Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿¿57 years old, female, unknown weight and bmi. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿¿implantation of internal fixation device for left distal radius fracture. On what tissue was the suture used?¿¿suture for skin tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)?¿¿unknown. How was the suture placed (interrupted or continuous)?¿¿unknown. How was the suture originally tied (multiple knots, square knot, etc.)?¿¿unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿¿unknown. Please explain the statement ¿black tissue suture could be seen inside¿? Please provide specifics and what is meant by this.¿¿unknown. Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure?¿¿unknown. Other relevant patient history/concomitant medications?¿¿unknown. Were cultures performed? Results? ¿¿unknown. Other relevant patient history/concomitant medications?¿¿unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event?¿¿unknown. What is the patient's current status?¿¿symptoms relieved to disappear. Product code and lot number?¿¿code unknown, batch number: 20220106. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number 20220106 is an invalid lot. Is the correct lot number available? If yes, please provide.

Event description:
It was reported that a patient underwent an implantation of internal fixation device for left distal radius fracture on (B)(6) 2022 and suture was used for skin tissue. Post-op, 30 days after the procedure, there was device extrusion and the skin of the patient showed redness, swelling and a small amount of fluid exudation, and black tissue suture could be seen inside. The doctor immediately debridement, took out the suture , and gave a dressing change, oral antibiotics for symptomatic treatment. After 3 days, the patient's symptoms gradually relieved to disappear. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: lot number 20220106 is an invalid lot. Is the correct lot number available? If yes, please provide. ---according feedback of the sales ,unable to provide correct lot number.